Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left breast capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(4) female patient who underwent a primary breast augmentation procedure with a mentor memorygel breast implant 350cc gel breast prosthesis developed baker grade IV capsular contracture in her left breast. The capsular contracture was diagnosed by a healthcare professional. As a result, the patient underwent explantation on (B)(6) 2020.

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information about the event. The patient underwent unilateral explantation and replacement with a mentor memorygel breast implant 350cc gel breast prosthesis. On (B)(6) 2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient developed capsular contracture. The device was visually inspected, and no apparent damage was found. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).